Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump. Customer stated the alarm occurred while changing their reservoir. Customer also reported a blank display occurring while changing their reservoir. It was also found a signal too low alarm occurred. The customer's insulin pump passed a self test during troubleshooting. Customer stated their was a rattling noise coming from their insulin pump. The customer's blood glucose was 7.3 mmol/l. Customer was advised to monitor their insulin pump. No additional information provided.